Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detaching from one leaflet requiring intervention. It was reported that a mitraclip procedure was performed on (B)(6) 2022 to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip (20505r174) was implanted and successfully reduced the mr to a grade of 2. A follow up echo was performed on (B)(6) 2022 and it was discovered that the clip had detached from the posterior mitral leaflet (single leaflet device attachment (slda)). The mr had become recurrent to grade 4 and leaflet damage was noted. According to the physician the slda was due to the patient's anatomy. On (B)(6) 2022, an additional xt clip was implanted to stabilize the slda clip. The procedure was successfully completed and the mr was reduced from grade 4 to 1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported unspecified tissue injury (therapy/non-surgical treatment, additional), and the reported mitral valve insufficiency/ regurgitation (recurrent mr) associated with the mr increasing to 4 after the slda, were due to the slda. The reported incomplete coaptation (postprocedure) associated with the slda was due to challenging patient anatomy (thin leaflets). The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.